Manufacturer narrative:
No service order generated, as the removable power supply falls outside of contract coverage and is currently unreplaceable due to not being manufactured. A supplemental report will be sent if additional information is received.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when going to get a patient, it was discovered that one of the cardiosave intra-aortic balloon pump (iabp) removable ac power supply's protruding metal posts was broke. There was no patient involvement reported.